Event description:
A customer in the united states notified biomérieux of a misidentification of escherichia coli in association with vitek® 2 gn ID test kit (ref 21341), lot 2410221403. Vitek® 2 gave an identification of salmonella. The customer sent the isolate to a reference lab for serotyping, which identified the organism as escherichia coli. The lab initially reported the isolate as presumptive salmonella. They sent the ID of escherichia coli once the result came back from the reference lab. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the customer reported setting up strains from either mac or tsab. No other set up information provided. Any identification of salmonella should be confirmed with another method such as serology. The gn lab report prints the message "confirm by serological tests" for any identification of salmonella. The customer confirmed the identification by sending it to a reference lab. Without the strain, lab reports or raw data it's not possible to further evaluate the cause of the misidentification. Gn lot # 2410221403 met final qc release criteria. This lot passed initial qc performance testing.